Event description:
The customer reported an intermittent failure to power up.

Manufacturer narrative:
(B)(4): the customer reported an intermittent failure to power up. Philips evaluated the unit, but the symptom could not be duplicated. The device was returned to service after passing all testing. As of (B)(4) 2010, the customer has not called back regarding this device. We are unable to determine the cause of the customer's reported symptom, since the symptom could not be duplicated.